Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states during use on a pt and after 553 days of use, the upper part of the cuff inside the capd catheter broke. There was no pt harm. The pt was intubated on (B)(6) 2011. In the beginning of (B)(6) 2013, the pt has noticed the clysis time of dialysate solution took longer. On (B)(6) 2013, the pt visited the hospital since drainage of solution was failing. On the next day, the doctor confirmed leak from the catheter on the inner cuff and the catheter was replaced on the following day of (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.